Manufacturer narrative:
Patient initials: (B)(6).

Event description:
It was reported that after use the device to fix for acromioclavicular joint reduction purpose as the patient had an acromioclavicular joint third-degree dislocation. It was found that the endobutton lost its fixation, so the patient had to accept a second surgery.

Manufacturer narrative:
Due to no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution. If relevant information becomes available to assist with evaluation, the complaint will certainly be revisited.